Event description:
Set 1, meter_inr = 4.7, reference_inr = 3.4 (coagucheck meter). Set 2, meter_inr = 4.7, reference_inr = 3.0 (lab draw). For set 1, the comparative inr is from a coagucheck meter (for comparison studies, the inratio inr should be compared to the inr measured using a laboratory reference instrument).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set1, meter inr = 4.7, reference inr = 3.4, mean = 4.05, confidence limits = 2.4-6.1 in; set 2, meter inr = 4.7, reference inr = 3.0, mean = 3.85, confidence limits = 2.3-5.7 in. For set 1, the comparative inr is from a coagucheck meter (for comparison studies, the inratio inr should be compared to the inr measured using a laboratory reference instrument). For set 2, the comparative inr is from a lab draw. Summary: customer claims discrepant results. The means of the inratio meter and comparative system inrs were calculated. The comparison of inratio and reference results of user; both results are within the confidence limits and meet accuracy criteria. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, the meter is not expected to return.